Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported ¿swollen lymph nodes, abdominal pain, stress, headache, breast swelling, rashes, anxiety, shock, depression, emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, and disfigurement.¿ the device was implanted following recall of the product. Various, but unspecified tests, treatments, and surgical intervention was performed. The device has been explanted. Patient has a history of bilateral mastectomy and previous, allergan implants. This represents the right side. Symptoms of abdominal pain, stress, headache, rashes, depression, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, and chronic pain are not related to the implant.